Manufacturer narrative:
The (B)(6) post could not be confirmed with the treating physician. Not enough details to locate the specific treatment. Not enough details to investigate.

Event description:
This complaint was posted on company (B)(6). The patient mentioned that he underwent essential tremor treatment "last october" and described in the post the following side effects: "cannot control spasm movements", affected balance, taste issue and tongue numbness.